Event description:
Healthcare professional reports left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, white particles in device inner surface, void >1 mm in non-textured and one linear opening. A microscopic analysis and leak test were performed which identify: one opening crease sharp. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease sharp in the side posterior assessed as fold flaw opening

Event description:
Additional information: healthcare professional confirms left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a deflation of an unspecified side. The device remains implanted.